Event description:
Patient reported a ruptured implant and symptoms of breast implant illness. Patient further confirms "the left breast just deflated". I was sent for a mammogram and sonar scan.device remains implanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Patient reported a ruptured implant and symptoms of breast implant illness. Patient further confirms "the left breast just deflated". I was sent for a mammogram and sonar scan. Device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b2, b5, d1, d4, d6b, h6.

Event description:
Patient reported a ruptured saline implant and symptoms of breast implant illness. Patient further confirms "the left breast just deflated". Patient has further reported ¿in pain, this ruptured implant is somehow attached between the chest wall and muscle and has a hard piece of bag protruding under the skin, causing friction, and there is a rather large valve which is clearly causing friction as the torn bag is moving. The radiologist that did the mammo and scan did say that it is causing inflammation and aggravation to the surrounding tissue and needs to come out asap¿. Patient additionally reported "cysts are forming", which is not device related. Device has been explanted.